Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03046 and 3005099803-2014-03047 pertains to the other devices. It was reported to boston scientific corporation that a capio device was used together with an uphold vaginal support system and an obtryx system during a pelvic prolapse cystocele repair procedure performed on (B)(6), 2014. According to the complainant, post procedure, the patient experienced pelvic pain. The physician placed a stent in the left ureter of the patient. Upon follow up, cystoscopy revealed a hematoma, which has been causing the patients left pelvic pain.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03046 and 3005099803-2014-03047 pertains to the other devices. It was reported to boston scientific corporation that a capio device was used together with an uphold vaginal support system and an obtryx system during a pelvic prolapse cystocele repair procedure performed on (B)(6) 2014. According to the complainant, post procedure, the patient experienced pelvic pain. The physician placed a stent in the left ureter of the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.